Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including pressing the button firmly and connecting the pump to a power source, but the pump did not turn on. Consequently, technical support decided to replace the pump, confirmed the shipping address, and guided the customer on returning the defective pump. The customer was informed to use a multiple daily injection therapy as a backup to ensure insulin delivery was not interrupted and acknowledged the instructions.